Event description:
A power source alert was reported with the pump, preventing it from charging despite various troubleshooting efforts, including using different wall adapters and charging cables. There was no reported impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy while technical support arranged for a replacement pump and instructed the customer on returning the malfunctioning pump.